Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was first partially deployed in that it was po sitioned 7 millimeter's (mm) from the non-coronary cusp (ncc) and 12 mm from the left coronary cusp (lcc). After this partial deployment, the patient experienced left bundle branch block (lbbb). Subsequently, the valve was recaptured and implanted so that it was p ositioned 4 mm from the ncc and 7 mm from the lcc. The patient's lbbb ceased once leaving the operating room, therefore, the patient was monitored and no further treatment was provided. Additional information was received that the physician did not attribute the lbbb to the delivery catheter system (dcs). Three days following the valve implant procedure, a permanent pacemaker was implanted. Additional information was received that the permanent pacemaker was implanted due to the lbbb progressing to complete heart block (chb).

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012988826); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was first partially deployed in that it was po sitioned 7 millimeter's (mm) from the non-coronary cusp (ncc) and 12 mm from the left coronary cusp (lcc). After this partial deployment, the patient experienced left bundle branch block (lbbb). Subsequently, the valve was recaptured and implanted so that it was p ositioned 4 mm from the ncc and 7 mm from the lcc. The patient's lbbb ceased once leaving the operating room, therefore, the patient was monitored and no further treatment was provided. Additional information was received that the physician did not attribute the lbbb to the delivery catheter system (dcs). Three days following the valve implant procedure, a permanent pacemaker was implanted.